Event description:
It was reported the pre-loaded dib00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported dysphotopsia. Patient's vision was like looking through frosted glass. Not only has her vision become worse but it has also become distorted. When walking patient feels "wobbly." Visual symptoms persisted for five (05) months. During the lens exchange procedure, there was no incision enlargement, sutures, nor vitrectomy. It is unknown if patient daily activities are significantly affected, if further medical attention was needed, or if prescription medicine was given (outside of standard care). Patient prognosis post lens exchange was reported as fully recovered. The iol directions for use were followed. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: section a2, a3a, a3b, a4, a5, a6, patient information: patient information cannot be provided due to personal data privacy legislation/policy. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 09-oct-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received in a non-j&j lens case. The lens was inspected under magnification. The returned lens was received cut in half. The lens was cleaned and presented with damage to one half. No further issues were identified. The reported complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design process. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.